Event description:
Indication: chronic obstructive pulmonary disease, unspecified; patient reports nebulizer container is not functioning and an air filter is needed. Patient (pt) did not provide any additional details regarding malfunction. Pharmacy is sending the pt a new nebulizer and air filter. Unknown if device is available for return. No missed doses or adverse events were reported. Nebulizer serial number/lot are unknown. No additional information or details available. Chronic obstructive pulmonary disease, unspecified.